Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery: (B)(4). (B)(4). Battery: (B)(4). (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient came to hospital and complaining about battery switching. It was stated that it was confirmed by the team and all three batteries were exchanged. It was further stated that there were no effects or consequences to the patient. No additional information available.

Manufacturer narrative:
Additional system component being reported for this event: battery: bat202219 catalog # 1650de MFR date:10/25/2014 exp. Date: 10/31/2015 UDI # (B)(4). (B)(4). Battery: bat202603 catalog # 1650de MFR date:11/07/2014 exp. Date: 11/30/2015 (B)(4) the reported event of power switching occurring on the returned batteries, bat202098, bat202219, and bat202603, was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed some cases of power switching due to momentary or temporary battery disconnections. These events occurred while the batteries were connected to a controller which had received the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary or temporary battery disconnections. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.